Manufacturer narrative:
This device was manufactured march 13, 2017 ¿ march 15, 2017. One actual folfusor unit was received for sample evaluation containing approximately 40ml of fluid in the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The unique device identifier for this device is (B)(4). Address line 1 - (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not flow during infusion. The reporter stated that this issue was noted 8.5 hours after the device was connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.